Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Head dissociated from trunnion - trunnion was worn and replaced with competitor. Liner was replaced with mdm liner.